Event description:
It was reported that the patient underwent an anterior fusion at t12-l3 to treat lumbar idiopathic scoliosis. Approximately 3 years post op, it was noted that the rod was broken. Patient reported having back pain. A revision surgery is still to be determined. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.